Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was decreased sensing threshold and increased capture threshold noted on the right atrial (ra) lead, which resulted in undersensing and a loss of capture. Diagnostic imaging was performed, which revealed that the lead had dislodged. The lead was repositioned to resolve the event, and the patient was stable with no consequences.